Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead warning triggered due to high impedance on the right ventricular (rv) lead. The lead was suspected for fracture, and later, removed and replaced. No patient complications have been reported as a result of this event.